Event description:
Related manufacturer reference number: 2017865-2024-35299. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and insulation damage on the right ventricular (rv) lead and the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.